Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave out of range signals.

Manufacturer narrative:
(B)(4). The complaint device was returned to dexcom for evaluation. The investigation results was inadvertently lost and re-evaluation cannot be performed as the device had been discarded.